Event description:
The report from the affiliate indicated that: the pt was admitted for an emergent procedure due to acute coronary syndrome (acs). The target vessel was a non-tortuous mid lad. The target lesion was a 30mm, de novo, type c, eccentric and diffused lesion with no calcification, but thrombus was present. The thrombus was aspirated, then a 3.0x33mm cypher stent was implanted at 20atm for 60 seconds. Postdilation was conducted with a 3.5x16mm balloon at 20atm for 20 seconds. On the same day, the pt was brought to the ICU post procedure, and the pt complained of chest pain so coronary angiography (cag) was conducted. Thrombus was present in the implanted cypher from the proximal edge. Aspiration and poba were conducted to treat the thrombus, and the pt was placed on an intra-aortic balloon pump (iabp).